Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2008. According to the complainant, post procedure, the patient experienced continued urinary incontinence, pelvic pain, and dyspareunia. The exact nature and date of onset of these symptoms are unknown. All other information is unknown and reportedly unavailable.